Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) oversensing and recorded pacemaker mediated tachycardia (pmt) episodes which were atrial or sinus driven. There was no evidence of out-of-range measurements, and recently stored threshold tests were successful. This device remains in service. No adverse patient effects were reported.